Event description:
Btm was applied using sutures to the bilateral extremities to a patient with acute burns (off-label use) covering 55% of total body surface area (tbsa). Acticoat flex (silver-impregnated dressing) was used on the arms in conjunction with btm, and regular acticoat was used for the rest of the burn areas where btm was not applied. The btm integrated and was subsequently grafted using a split-thickness skin graft (stsg) and recell (autologous skin cell suspension). However, shortly after discharge, the patient developed contractures in both wrists and elbows which required surgical intervention for the contracture release which was performed.

Manufacturer narrative:
A batch review was performed the lot and it was concluded that there were no events associated with manufacturing that could have affected product safety as both batches met all specifications at the time of distribution. As a result of the investigation, it¿s been concluded there is no product risk and the case will be subject to trending according to documented pms procedures.